Manufacturer narrative:
D4: a full UDI is not available due to missing information (lot number).

Event description:
Per the account, a sponge was not able to be scanned from a wound pack procedure, which could have resulted in a sponge being retained. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation.

Event description:
Per the account, a sponge was not able to be scanned from a wound pack procedure, which could have resulted in a sponge being retained. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.